Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the lead revealed no anomaly found. Final analysis of the stylet revealed no anomaly found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead tip was overly bent from the box and would not steer appropriately. It was stated that the device was used with in the patient. However, it was also stated that the device was replaced and the lead was returned to the manufacturer. There was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.